Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734639, serial/lot #: (B)(4), ubd: 06-sep-2013, UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the cable was replaced. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable jacket was damaged in two different places with the internal wires exposed in one place but no bare conductors. The plug had been previously replaced by a third party repair. The ground prong was loose and making only intermittent contact. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the power cord looked to be damaged as the rubber was worn down and possibly exposing the wires. No patient was present at the time of the event. Additional information was received stating that the wires were not exposed fully but the outside rubber coating was damaged badly. For safety reasons the cord was replaced.